Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The insulin pump involved in this event is the 780g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that customer received pump error 4 ,15 and 23.  No harm requiring medical intervention was reported. Troubleshooting was performed and customer was able to successfully cleared the alarms by complete rewind pump, customer will discontinue to use the device. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the displacement test and self-test. Test p-cap locked into the reservoir tube successfully. No unexpected pump error 15 alarms noted during testing or during bootup. Expected pump error 23 alarm noted during boot up. No unexpected pump error 23 alarms noted during testing. Pump successfully downloaded to thump. Pump error 15 was found in the history files on 27-jan-2023 at 20:33:08.00. Pump error 4 alarm was found in the history files on 27-jan-2023 at 20:33:08.00 due to the motor mcu did not receive the acknowledgement from main mcu. Expected pump error 23 was found in the history files on 27-jan-2023 at 20:33:10.00. The pump was cut open for visual inspection and found moisture on pcba 1. The following were noted during visual inspection: overlay scratched, cracked case (battery tube). Pump error 15 and pump error 23 were not confirmed during testing. Pump error 4 was confirmed due to a hardware anomaly on the main or motor mcu. Pump exposed to moisture confirmed on pcba 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.